Event description:
It has been reported that the AED is not functioning properly. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED is not functioning properly. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. (B)(4).